Event description:
Mom solid pseudotumor reaction to liner/head as well as taper/trunion complex. Painful left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they have not been returned. Patient x-rays, demographics, histology, and other additional information was requested but not obtained. A lot specific search of the complaints databases against the femoral head finds no other reports of any kind. A review of the femoral head device history records finds no related manufacturing deviations or anomalies. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. A search of the complaints databases, as400, and/or a review of device history records against the other reported devices was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.